Event description:
During a total hip arthroplasty, a drill bit used from depuy pinnacle screw set tray broke during use. Upon retrieving the two pieces, it was examined and compared to another drill bit and all parts were found to be present. No harm to the patient . New drill bit obtained and surgery continued without incident.